Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient presented with a left forearm fracture following an injury on (B)(6) 1999 while playing baseball. On (B)(6) 1999 the patient underwent an open reduction internal fixation (orif) and was implanted with synthes plate and screw construct. During the orif surgery on (B)(6) 1999, the surgeon opened both bones of the left forearm adjacent to previously placed unknown plate and screws. The patient had a one centimeter length wound on the volar aspect of the wrist at the junction of the middle and distal third. The distal end of the previously placed unknown screw was protruding through the hole and this was lengthened on the volar aspect of the proximally and distally through previous skin graft. A second parallel incision was made in the volar aspect of the forearm along the radial side. Fracture site was exposed, and the radius was broken at the distal end of the plate. The radius was reduced, and an eight-hole dc plate was applied to the volar aspect. A portion of the bone was removed due to it overgrowing at the plate end. 3.5mm cortical screws were used. On the ulna, a second eight-hole dc plate was applied. Patient had no further complications with the (B)(6) 1999 surgery and no adverse event was reported. Post-operatively, the patient reported that a pin broke. Reportedly the patients left forearm was swollen with a rash and was experiencing pain which occurred on an unknown date at the end of 2012. X-ray taken revealed a broken pin from the initial surgery on (B)(6) 1999. The site of the surgery on the patient forearm was swollen. The patient stated that a dermatologist performed a scratch test (exact date unknown). The dermatologist reported that the swelling was due to a metallic allergy. The patient reported that the surgeon left gap (during a (B)(6) 1999 orif, open reduction internal fixation, forearm surgery) in the bones of left forearm to increase length of arm to match the non-surgery arm. Currently, patient wears a bone generator on arm for 8 hours per day to decrease gap within the bone. It is unknown at this time if the patient will be revised. Reportedly the patient had a previous history (date unknown in 1992) of bilateral arm fractures repaired by a surgeon. Screws and plates were placed within the bone to stabilize both bone fractures of the forearm during a previous surgery, on an unknown date in 1992. During the 1992 surgery, he had an orif (open reduction internal fixation) and multiple skin grafts. The baseball injury caused a re-injury to the left forearm. Additionally, there was a previous severe injury, prior to the 1992 surgery, to both arms due to a motor vehicle accident. There is no specific date listed with the motor vehicle accident. This report is for the broken unknown pin. This is 1 of 1 report for complaint (B)(4).